Manufacturer narrative:
Imdrf patient code e0704 captures the reportable event of aspiration. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat dysphagia performed on (B)(6) 2025. During the procedure, the balloon had holes once inserted and inflated. Water leaked down the patient's esophagus, causing the patient to cough and choke on the water. The balloon was removed, and dilation with a new balloon occurred to successfully treat the patient's dysphagia, and the patient was then moved to post-op for observation after aspiration. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h2 (correction): block h6 (impact codes) has been corrected. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual inspection found the catheter kinked. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 25 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device revealed the catheter kinked and the balloon had a pinhole located approximately 25 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat dysphagia performed on (B)(6) 2025. During the procedure, the balloon had holes once inserted and inflated. Water leaked down the patient's esophagus, causing the patient to cough and choke on the water. The balloon was removed, and dilation with a new balloon occurred to successfully treat the patient's dysphagia, and the patient was then moved to post-op for observation after aspiration. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. ***additional information received on september 02, 2025*** it was reported that there was no medical treatment performed to treat aspiration and the patient's current condition was good.